Manufacturer narrative:
The field service engineer performed a preventative maintenance (pm1) and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on 10/20/2014.

Manufacturer narrative:
Manufacturer date: 02/22/2011. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (04/23/2014 to 10/20/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from november 2013 through october 2014 and was within acceptable limits for all months except for one month, which is being investigated. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The catalytic converter was returned and tested. The catalytic converter failed the special test plan. The reason for return of the catalytic converter was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated 3/19/2014.